Event description:
Surgeon was reaming the tibia during a tfn procedure and the reamer head broke off the reamer shaft. Surgeon was able to remove the device leaving some small fragments in the patient's bone, with an x-ray confirming. The procedure was completed.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.